Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty spi nal therapy. It was reported that the cement appeared to leak anteriorly. Surgeon aborted the procedure and requested the patient be monitored. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the patient was diagnosed with a vertebral compression fracture. A kyphoplasty was performed and cement was injected at t12. The patient was monitored and released without complication. Additional information was received via manufacturer representative that the cement leaked out of the body of the vertebrae. The patient experienced no complications but aborted the procedure. The cement was not returned. It was left in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.